Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the cuff lock not working properly was confirmed during the evaluation of (B)(6). A specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. Approximately 13¿¿ of the sealed outflow graft was returned not attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip and the apical cuff were not returned. The cuff lock was only partially inserted. The o-ring that seals the interface between the inflow cannula and the apical cuff was present and appeared free of damage or defect. Visual inspection of the cuff lock found that the latching arm appeared bent towards the inflow cannula. Small scratches were observed on the surface of the cuff lock that were consistent with tool marks. The deformation of the latching arm prevented the cuff lock from engaging. An overlay of the cuff lock with its drawing confirmed that the latching arm was bent out of specification. Review of manufacturing documentation, which includes measurements, functional testing, and visual inspection of the cuff lock for bent arms found no deviations in manufacturing or quality assurance specifications. The evaluation could not conclusively determine when or how the locking arms became bent out of specification, however, applying a high load to the cuff lock during connection has the potential to cause a permanent deformation of the locking arms. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The lvad event and periodic log files were retrieved from the returned device. The log files appeared to capture the device functioning as intended during the implant procedure. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The IFU and patient contain information on caring for the driveline. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient received blood products for the bleeding (6gr of fibrinogen).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump had been properly primed before the implantation with the cuff lock correctly working. After the implantation a bleeding condition forced the surgeon to remove the pump using the hand tool. Once the adverse condition had been solved, the surgeon tried to re-install the pump, the cuff lock mechanism had a modified configuration and was not possible to fix the pump to the apical cuff already placed. The patient received blood products for the bleeding.